Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated out of place into ovaries/migration of essure device/failure to occlude fallopian tubes"), embedded device ("essure devices had migrated out of place into ovaries") and genital haemorrhage ("severe bleeding/abnormal bleeding(general)") in a female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "both ostia were somewhat difficult to cannulize". The patient's past medical history included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female when not menstruating/ pain"), mood swings ("mood swing") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain/ back lower"), arthralgia ("hip pain"), allergy to metals ("allergy to nickel"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst"), pain in extremity ("thigh pain") and premenstrual dysphoric disorder ("pmdd"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the device dislocation, embedded device, mood swings, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst, pain in extremity and premenstrual dysphoric disorder outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain lower and back pain had resolved and the arthralgia and allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, premenstrual dysphoric disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: there were 6 coils outside the right tube and 4 outside the left. Diagnostic results: in 2013 type of test: hysterosalpingogram.failure to occlude (close) fallopian tubes and migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated out of place into ovaries/migration of essure device/failure to occlude fallopian tubes"), embedded device ("essure devices had migrated out of place into ovaries") and genital haemorrhage ("severe bleeding/abnormal bleeding(general)") in a female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "both ostia were somewhat difficult to cannulize". The patient's past medical history included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female when not menstruating/ pain"), mood swings ("mood swing") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain/ back lower"), arthralgia ("hip pain"), allergy to metals ("allergy to nickel"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst"), pain in extremity ("thigh pain") and premenstrual dysphoric disorder ("pmdd"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the device dislocation, embedded device, mood swings, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst, pain in extremity and premenstrual dysphoric disorder outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain lower and back pain had resolved and the arthralgia and allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, premenstrual dysphoric disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: there were 6 coils outside the right tube and 4 outside the left. Diagnostic results: in 2013 type of test: hysterosalpingogram. Failure to occlude (close) fallopian tubes and migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters and reporter information added. Case medically confirmed. Patient¿s demographic added. Product indication added and lot no. Received. Events: hormonal changes describe: mood swings, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual/ intercourse), pain, vaginal discharge, ovarian cysts worse, thigh pain, pmdd. Historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.